Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The device passed both the external visual and photographic imaging inspections. System lock was obtained intermittently across all spacing. The intermittent lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures on the electrode ground ring case node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.